Manufacturer narrative:
The initial sapien 3 valve and certitude delivery system were not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No imagery or photographs of the device were provided. Lot history review revealed no other similar complaints relating to ¿delivery system ¿ valve dislodged from balloon¿. Complaint history review from february 2018 to january 2019 for the edwards certitude delivery system (all sizes) revealed other returned complaints for ¿delivery system ¿ valve dislodged from balloon¿. A definite root cause for the event could not be determined; however, no manufacturing non-conformances were identified. A review of the complaint history revealed the complaint rate did not exceed the january 2019 control limit of the trend category. Device history review (DHR) review of the most relevant work orders for the reported event was performed. The work orders did not reveal any issues that could have contributed to this complaint. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the entire delivery system undergoes multiple 100% visual inspections and testing. The inflation and crimp balloon undergo 100% dimensional inspections for working length, balloon outer diameter, proximal and distal leg inner diameter, proximal leg od and single wall thickness. During final inspection, the entire device undergoes multiple 100% functional testing for: fine adjust, collet/shaft clearance and collet engagement. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. Since there is no evidence of a product non-conformance or labeling/IFU deficiency, a review of the risk management documentation was not required. In this case, the complaint for ¿delivery system ¿ valve movement on balloon¿ was not confirmed. Due to the unavailability of the device or photographs, visual, functional, and dimensional analysis could not be performed. The presence of a potential manufacturing non-conformance was not able to be determined. A review of the applicable DHR, lot history, complaint history and manufacturing mitigations did not reveal any manufacturing non-conformances which could have contributed to the event. Although a definite root cause for the valve movement on balloon cannot be confirmed, a review of the complaint history suggests patient or procedural factors may have contributed to the reported valve movement on balloon. As reported in the event description, ¿during the advancement of the devices, the valve and guidewire became stuck in the mitral chordae tendineae. During the withdrawal of the delivery system, the valve slipped off / dislodged from the delivery system balloon.¿ it is possible that the valve dislodged from the balloon if the valve was not coaxial with the sheath during retrieval due to interaction with the native anatomy (mitral chordae). Although a definite root cause was not able to be determined, available information suggests that procedural factors (non-coaxial retrieval of the device, interaction with the patient¿s anatomy) may have contributed to the valve dislodgement from the balloon and subsequent surgical removal of the valve. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(6) registry. UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transapical (ta) tavr procedure, no issues were noted during the advancement of a 29mm sapien 3 valve and certitude delivery system through the certitude sheath. It was reported that the sheath was intentionally introduced at an angle in order to avoid a mammary. During the advancement of the devices, the valve and guidewire became stuck in the mitral chordae tendineae. During the withdrawal of the delivery system, the valve slipped off/dislodged from the delivery system balloon. The valve was surgically removed. A second sapien 3 valve was prepared and successfully deployed in a final 90:10 aortic/ventricular (a/v) position. The initial sapien 3 valve and delivery system were discarded following the procedure. The second valve remains implanted in the patient.